Event description:
The patient reported that they went into ventricular tachycardia (vt) with a heart rate of up to 241 bpm for over an hour before the device delivered a shock. The patient was very uncomfortable before passing out. The patient went in for a device check the following day and was told that the device delivered two instances of anti-tachycardia pacing prior to delivering the shock. The patient was wondering why the device took so long to shock. In the past the device had delivered a shock quickly for vt episodes. The physician told the patient that the device checked out fine but the patient still did not get a good answer as to why he passed out and was in vt for an hour. It was noted that the device, during previous episodes, had been set at 180 and was now set at 220. The patient was encouraged to work with the physician on programming. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient was seen in the doctor's office and the device functioned appropriately.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.